Manufacturer narrative:
(B)(4).

Event description:
The manufacturing representative reported that the patient had pain at the implantable neurostimulator (ins) site. The ins was found to be on its side and the lead was found to be fractured. An impedance check was done and impedances greater than 4000 ohms were found on all electrodes. This occurred during normal use. The ins and lead was explanted and replaced. The issue was resolved and the patient was alive with no injury. Please see manufacturer report 3007566237-2016-00572 for information on the patient's concomitant system.